Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer was not completing the air removal step when loading a cartridge. The customer re-loaded the cartridge and declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.